Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the home pt returned, pt reconnected themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident.